Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Functional testing was performed with the returned battery and the device passed testing. Review of the device activity log showed multiple successful 30 joule shocks on the reported event date, and no battery-related errors were identified. Battery log review confirmed between 70% and 82%, indicating normal battery performance. Several coupling-related errors were observed on 1/25; however, no pads were returned for evaluation, so a potential pad-to-patient connection issue could not be verified. Additional event details were not provided by the customer, including pad type or clinical log data. Based on available information and testing results, the device operated as intended and no fault was found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.